Event description:
Removal surgery was performed due to infection. The implants were replaced with antibacterial cement mold. The date of primary surgery is unknown but it was performed 2 or 3 years ago.